Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and there was a failure in the video connector socket of the subject device due to liquid adhesion. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. - the video connector socket was broken since the scope with water on the video connector was attached to and detached from the video connector socket.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope detection of the subject device did not work. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.